Event description:
It was reported in a letter from the attorney for the patient, during a surgery for removal of endometriosis, the patient suffered dual perforation of the bowel. Unknown if there was an issue with the device. Unknown how case was completed.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.